Manufacturer narrative:
Concomitant medical devices: 4965-25, lead ,implanted: (B)(6) 2015; 4968-35, lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.